Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance, which resulted in polarity switch. Reprogramming will be done to switch the polarity back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.